Event description:
On (B)(6) 2021, this patient underwent endovascular treatment of an aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag/ac). It was reported that a portion of the proximal portion of the deployment sleeve on the partially uncovered stent was cut off by a sharp blade, so that blood flow would not be obstructed even if the partially uncovered stent covered the thoracic branch upon deployment. The physician identified this as a ¿sleeve cut¿. The physician planned to adjust the position of the ctag/ac during full deployment. However, the ctag/ac was fully deployed at once, and the left subclavian artery was fully covered with ctag/ac including the partially uncovered stent. The final angiography showed no delay in the left subclavian artery, and it was considered patent. It was reported that there was no change in invos (brain oxygen saturation). The patient tolerated the procedure. It was reported that ¿sleeve cut¿ was performed because it was difficult to perform bypass since the patient was on steroids.